Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 07/25/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade iii, necrosis and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, necrosis and wound dehiscence.

Event description:
Health professional reported left side ¿skin necrosis," "baker iii capsular contracture," "rippling" and "wound opened." Treatment of ¿debridement, suturing¿ was performed, and the device remains implanted.